Event description:
Material #:unknown batch#:unknown it was reported that the bd safety glide needle was defective. The following information was provided by the initial reporter: it was reported by customer that the needle clogged during hep a vaccine administration, 2 needles clogged during medication administration, upon injection into patient's arm, medication dripped down arm and into the chair. Needle withdrawn from arm and safety mechanism activated. Upon inspection of syringe and needle, blue colored attachment piece from needle broken and left on syringe cap, needle clogged during tdap vaccine administration and some supplies of bd safety glide 1 inch needles are blocked and resistant to inject medication when administering to patients. Verbatim: issue 1 -needle clogged during hep a vaccine administration issue 2 - 2 needles clogged during medication administration issue 3 -upon injection into patient's arm, medication dripped down arm and into the chair. Needle withdrawn from arm and safety mechanism activated. Upon inspection of syringe and needle, blue colored attachment piece from needle broken and left on syringe cap issue 4 - needle clogged during tdap vaccine administration issue 5 -some supplies of bd safety glide 1 inch needles are blocked and resistant to inject medication when administering to patients. Item - unknown lot - unknown.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.